Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a leak occurred near the bifurcation area of the funnel.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. The complaint will be reported via exemption report per exemption e1998006.

Event description:
It was reported that a leak occurred near the bifurcation area of the funnel.